Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient died on (B)(6) 2026 due to an unknown cause. No further information was provided.

Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.